Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading ranged from 120-200 mg/dl, and the meter bg reading ranged from 38-42 mg/dl. As a result of the increased basal delivery, customer's blood glucose (bg) level lowered to the 30 mg/dl range and customer lost consciousness. Customer required assistance from paramedics who provided the customer with glucose tablets to address low bg. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.